Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be confirmed. It is possible that the final aortic position of the valve was a contributing factor.. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 7 weeks post sapien xt implant, the patient was readmitted to the hospital for chf. Echo revealed moderate to severe pvl. Per report, the initial post deployment tee revealed mild pvl. The patient was discharged home in stable condition. The patient was re-admitted approximately 7 weeks later with chf. Moderate to severe pvl was noted on echo. The patient was unstable and intubated on pressors. Initially the decision was made to deploy an amplatzer device to plug the pvl. However, upon review of the CT, the decision was made to perform a valve in valve because the physician team believed the sapien xt valve had been placed too high (90 aortic/10 ventricular). The gradient across the valve was measured to be 27mmhg. The second valve was placed 30% lower than the initial valve and deployed 20:80 aortic/ventricular. The patient¿s native annular/leaflet calcification was moderate and a bav had been performed prior to the deployment of the first sapien xt valve. The valve was initially positioned 50:50 but landed 80:20 aortic/ventricular. The team was satisfied with the position and the mild pvl. No further intervention was performed at the time. Note: this case pertains to the first deployed sapien xt valve.